Event description:
It was reported that during follow up premature eri was observed on the device. Patient was aymptomatic. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.